Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 10 mm amplatzer septal occluder was selected for implant after sizing by use of a 24 mm balloon. The device was navigated to the left atrium where it was slowly deployed from the sheath. When the distal disc (left disc) was deployed, a cobra deformation was noted via echo. The physician attempted to flatten the disc using the left side of the left atrium, but the device seating was unsatisfactory. The device was recaptured and successfully replaced with another 10 mm amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable with no adverse events.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.